Event description:
On (B)(6) 2010, the pt's husband reported the pt experienced air bubbles in the insulin cartridge a few months ago. The air bubbles formed 2 days after the cartridge was in use. He stated the pt allows insulin to warm to room temperature prior to use. He was educated on the proper procedure for adjusting the piston rod prior to inserting the insulin cartridge. He stated that since that time the pt has had no further issues with air bubbles. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.